Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited abnormal elective replacement indicator/end of life alerts. It was noted that the alerts were dated prior to the device implant. Programming changes were performed. There were no patient consequences.